Event description:
A malfunction alarm labeled as "malf 5" was reported, and there was no adverse impact on the customer's blood glucose level. The issue involved a non-resettable malfunction code, and the customer confirmed no notable events occurred prior to the malfunction. Technical support decided to replace the pump, which was under warranty, and the customer switched to using multiple daily injections as a backup therapy to ensure continued insulin delivery. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump with a pre-paid shipping label within 10 days.